Manufacturer narrative:
H.6. Investigation summary: the customer issued a complaint for a broken spring detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that the ultrasafe x100l png clear nvs stein safety device was found broken during use. The following information was provided by the initial reporter: "the spring of the cosentyx syringe was broken" update from the cpo: "the spring of the safety advice is broken, so the doctor couldn¿t use it because he didn¿t know if the syringe was okay. "

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ultrasafe x100l png clear nvs stein safety device was found broken during use. The following information was provided by the initial reporter: "the spring of the cosentyx syringe was broken" update from the cpo: "the spring of the safety advice is broken, so the doctor couldn¿t use it because he didn¿t know if the syringe was okay."